Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is highly probable that excessive stress was applied to the video connector terminal when the scope was inserted, the terminal buckled, and caused no image to be displayed. In addition, since it has been more than 9 years since it was manufactured and has been used for a long period of time, it is possible that the pin was worn by inserting and removing the scope. The instructions for use have the following statement which can prevent the event: "do not apply excessive force to the connector. The connector may be damaged." Additionally, the service center found corrosion of the video connector socket which was likely caused by the chemical solution used during cleaning without being sufficiently dried remained. It is likely both defects were caused by the user.

Manufacturer narrative:
The evaluation found of the returned asset found the unit displayed no image due to a defective connection/bent video connector pins. The unit was repaired to standard specifications and returned to asset stock. The unit was last serviced on (B)(6) 2020 with no issues found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the visera elite video system center was found to have no image. There was no report of any problems associated with the device and there was no report of patient injury or harm.